Event description:
The manufacturer received information alleging ventilator service required alarm and ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's sensor board needs to be replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging ventilator service required alarm and ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's sensor board needs to be replaced to address the issues. The sensor board was evaluated by the manufacturer's product investigation laboratory (pil) and found the sensor board functioned as designed and operated without issue or error codes.